Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A customer reported that two of the trocars did not seal during a procedure. There were no known consequences to the patient, only delay in the duration of the procedure.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are four additional complaints associated with the lot for the reported issue. One opened trocar cannula/hub assembly was received for evaluation. The sample was visually inspected and was found to be conforming. The sample was then functionally tested for leaking and was found conforming. The returned sample was found to be conforming, therefore a leaking trocar as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the trocar was manufactured to specifications. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. The inspection includes evaluation for valve non-conformances. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).